Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent explant surgery on (B)(6) 2021 due to sepsis. Both the generator and lead were explanted. Device history records for the generator and lead were reviewed. Both the generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.